Manufacturer narrative:
Additional information: model number: 4542. Serial number: (B)(6).

Event description:
It was reported that this left ventricular (lv) lead ws suspected to be fracture, the patient required a epicardial left ventricular (lv) lead due to occluded vessels. The lead was repalced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead ws suspected to be fracture, the patient required a epicardial left ventricular (lv) lead due to occluded vessels. No additional adverse patient effects were reported.